Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 266 mg/dl. The customer was not wearing the insulin pump for 18 hours prior to the time of hospitalization. Customer was treated with saline and insulin. It was also reported that the customer received a button error alarm. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display noted during testing. Unit functioned properly. Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.